Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) a brady red alert was triggered. The ipg remains in use. No further patient complications have been reported as a result of this event.